Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid did not close. The following information was received by the initial reporter with the verbatim: one claw on the lid did not hang on. When trying to close the lid, one of the claws did not engage.